Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that the patient faced infusion set was not sticking and fell down during bath on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: czech republic.